Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after implant, capture threshold increased on the left ventricular (lv) lead and low pacing impedance was noted. The lead remains in use. No patient complications have been reported as a result of this event.